Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 56 years old at the time of enrollment

Event description:
Elegance clinical trial. It was reported that dissection occurred. On (B)(6) 2024, the subject underwent treatment with the ranger drug-coated balloon as a part of the elegance clinical trial. The target lesion was in the right external iliac artery with 7 mm proximal reference vessel diameter and 7 mm distal reference vessel diameter with lesion length 30 mm with 70% stenosis and was classified as tasc ii d lesion. Treatment of target lesion was performed by dilation using 7 mm x 60 mm ranger drug-coated balloon study device. Following post treatment was performed by dilation using 7 mm x 60 mm mustang pta balloon and placement of 8 mm x 60 mm innova bare metal stent, the final residual stenosis was noted to be 0%. On the same day, the subject was discharged from the hospital on dual antiplatelet therapy. On (B)(6) 2023, 614 post index procedure, 5 mm x 200 mm and 5 mm x 60 mm ranger drug-coated balloons were used to treat the left proximal superficial femoral artery (non-target lesion) which led to a flow limiting dissection. In response to dissection, a 6 x 120 mm eluvia drug-eluting stent was placed, and post-dilation was performed using 5 mm x 60 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 10%. On the same day, the complication was resolved, and the subject was discharged from the hospital.